Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of pink and white lines on the image monitor was confirmed. Based on the results of the investigation, the failure was due to a probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the videoscope displayed pink and white lines on the image monitor. There was no patient involvement.